Event description:
It is reported that the customer had high blood glucose levels of 514 mg/dl. The customer reported being hospitalized on (B)(6) 2014. The customer was wearing an insulin pump at the time of hospitalization. The customer reported air bubbles in the reservoir of the insulin pump. Troubleshooting was done. A tubing clamp for the insulin pump was shipped to the customer. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.